Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The root cause as to why the foreign material remained in the device could not be determined. It is unknown whether there was deviation from instructions for use (IFU) in reprocessing steps for the area where the foreign material remained. No physical damage was found at the area where the foreign material remained. The suggested event is detectable and preventable by handling device in accordance with the following instructions for use (IFU). IFU states the detection method in bf-1th1100 operation manual "chapter 3 preparation and inspection¿. IFU states the preventive measures in bf-1th1100 reprocessing manual "chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope had foreign material falling off from the channel. The issue occurred during reprocessing. There were no reports of patient harm.